Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improper shut down while medication was infusing during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information d4unique identifier (UDI) #. H11: the device was received for evaluation. During evaluation, the reported problem of shutting down during an infusion was not reproduced. The device was received with tape over the battery contact pins. Once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log from the pump sent with the battery module was reviewed and an occurrence of "improper shutdown" was observed. The event history log revealed the most recent power status indicated that the power cord was plugged in and a battery error 3 occurred (if the user disconnected at this time, a shutdown is expected). The pump stopped, went into stand by. The pump entered sleep mode 2 hours and 22 minutes later.12 minutes later the user powered the pump off and on and then the " improper shutdown!" Occurred. And 5 hours and 14 minutes, the power cord was unplugged. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. The reported condition against the pump was not verified. The customer's battery was also tested separately with a known good pump, and an improper shut down was not experienced. Visual inspection of the customer's battery module, found corrosion on the battery contact pin. Corrosion can cause improper shutdown with out warning. Spectrum's iq operation manual notes "it is important to remove the battery module to ensure proper cleaning of the battery terminals, as well as to prevent any power from being applied to pump circuitry while liquid cleaning solution is present, which may cause corrosion. The battery module is deemed unserviceable and will be scrapped to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.